Manufacturer narrative:
The log file analysis revealed that an internal communication error onboard a pcb which controls the communication between user interface, gas mixer and ventilator had occurred. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation including dosage of volatile anesthetics remain possible in this state. The ventilator restored its communication to the control board but the gas mixer remained in safety mode leading to the persistent alarm condition which was observed and described by the user. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did never result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely and points instead to an external source. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to (B)(4).

Event description:
It was reported that the unit had a mixer failure during a case. The log entries indicate that ventilator and gas mixer initiated a shutdown to monitoring mode. There was no patient injury reported.